Event description:
The customer reported a leak at the lyse bottle of the coulter hmx analyzer with autoloader. The customer also stated the instrument was generating differential vote outs. The volume of the leak was about 1 cup and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a hole in the tubing through pinch valve pv27. The fse replaced the tubing through pinch valve pv27, which repaired the leak and the vote outs. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).